Manufacturer narrative:
Complaint conclusion: as reported through a voluntary medwatch, a .018 sv-5 short 300cm endovascular wire would not pass through the 10cm occlusion within the peroneal artery. The tip of the wire separated during this part of the procedure. The patient did not experience any complications as a result of the separation. The male patient had critical limb ischemia in the right leg and foot and a non-healing calcaneal wound. Per the operating report, following confirmation that the superficial femoral artery and popliteal artery were both widely patent, arteriography revealed a total occlusion of the tibioperoneal trunk with reconstitution of single vessel arterial flow to the foot through the peroneal artery, which had a 10 cm length occlusion. This was the only possible artery to endovascularly revascularize. The product was not resterilized. It is unknown if the wire was removed from the dispenser by the distal floppy end. Reportedly, the wire was not kinked, damaged, or re-shaped in any way prior to insertion into the patient. The wire was not used for treatment of another lesion prior to the event. The wire tip was visible on fluoroscopy throughout the procedure. Multiple attempts to cross the totally occluded origin of the peroneal artery were done utilizing the .018 cordis sv-5 wire. During this part of the procedure, the tip of the sv-5 wire broke off. Documentation reflects that the event occurred while attempting to advance the wire. "Event most likely occurred secondary to calcified artery." The tip of the wire remains in the patient. Follow-up arteriogram at that moment showed no change in the arterial flow to the lower leg. The incident did not affect change in the arterial flow to the lower leg and the distal pulse was palpable. There was no extravasation of contrast. The wire behaved ¿normally¿ and the torque response was good. Resistance/friction was not encountered during withdrawal into another device. The wire tip did not repeatedly prolapse during placement. The wire did not become fixed or caught at any time. The procedure was completed without incident. The current status of this patient is unremarkable. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. Referencing the product instructions for use (IFU), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Based on the limited information provided, and without films of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The voluntary medwatch report received indicated that during an aortogram, right femoral arteriogram with runoff for critical limb ischemia procedure, a .018 sv-5 short 300cm endovascular wire would not pass throughout the 10cm occlusion length within the peroneal artery. The tip of the wire broke off during this part of the procedure. Follow-up arteriogram at that moment showed no change in the arterial flow to the lower leg. There was no extravasation of contrast. The male patient had critical limb ischemia in the right leg and foot and a non-healing calcaneal wound. Per the op report, following confirmation that the superficial femoral artery and popliteal artery were both widely patent, arteriography revealed a total occlusion of the tibioperoneal trunk with reconstitution of single vessel arterial flow to the foot through the peroneal artery, which had a 10 cm length occlusion. Attempts to cross the totally occluded origin of the peroneal artery utilizing a 0,018 cordis sv-5 wire was performed. The origin of the peroneal artery could be entered; however the wire would not pass throughout the 10 cm occlusion length within the peroneal artery. This was the only possible artery to endovascularly revascularize. During this part of the procedure, the tip of the v-5 wire broke off. "Event most likely occurred secondary to calcified artery." Additional information as provided by the complainant. The device is maintained at the hospital and available for inspection. Documentation reflects that the event occurred while attempting to advance the wire. The tip of the wire remains in the patient. The patient did not experience any complications as a result of the failure with the device. The procedure was completed without incident. The current status of this patient is unremarkable. The incident did not affect change in the arterial flow to the lower leg and the distal pulse was palpable. The product was not resterilized. It is unknown if the wire was removed from the dispenser by the distal floppy end. Reportedly, the wire was not kinked, damaged, or re-shaped in any way prior to insertion into the patient. The wire was not used for treatment of another lesion prior to the event. The wire tip was visible on fluoroscopy throughout the procedure. The wire behaved ¿normally¿ and the torque response was good. Resistance/friction was not encountered during withdrawal into another device. The wire tip did not repeatedly prolapse during placement. The wire did not become fixed or caught at any time.

Manufacturer narrative:
The original event was reported. (B)(4). (B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.